Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Air/water was aspirated through the instrument/suction channel and balloon channel. During manual cleaning, the leak test was performed and the detergent used was intercept medivators. The instrument/suction channel and balloon channel were brushed. The automated endoscope reprocessor (aer) used was medivators santax with intercept plus detergent and rapicide disinfectant. The water quality was filtered and the filter was replaced periodically in accordance with the instructions for use. The device was dried by blowing with compressed air and stored in a drying cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found 1 cfu of staphylococcus epidermidis in the air/water channel. The device was resampled 6 days later, finding over 20 cfus of enterococcus gallinarum in the biopsy/suction channel and 2 cfus in the air/water channel. The results obtained do not comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for less than 1 colony forming units (cfus) of pseudomonas aeruginosa and less than 1 cfu of legionella. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the flexibility adjustment ring, the grip, the forceps channel port, the switch box, the right/left knob, the up/down knob, the scope connector cover unit, the scope connector case unit, and the plug unit are scratched. There is no color on the air/water cylinder or the suction cylinder. Due to wear of angle wire, bending angle in up direction does not meet the standard value. The plastic distal end cover is chipped and the connecting tube is snaking. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: brushing was not performed for biopsy channel port, or suction cylinder at manual cleaning. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, growth was observed. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.